Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of peritonitis with a culture in a female patient coincident with dianeal 2.5% low calcium therapy. On an unreported date, the patient began treatment with dianeal 2.5% low calcium therapy intraperitoneally (ip) for peritoneal dialysis. The consumer/caregiver reported that the patient had experienced peritonitis in (B)(6) 2012. Reportedly the patient was not hospitalized for this event. The patient/caregiver indicated that the dog had chewed on the drain line on the cassette resulting in peritonitis. The patient reported she spoke with the facility nurse. A culture was performed and the patient was treated as if she had peritonitis. It is unknown if other cultures or labs were performed. It is unknown what medical interventions were required. It is unknown if the patient was retrained regarding aseptic technique. The patient has recovered from this event. The family declined to have baxter contact the facility nurse for additional information.

Manufacturer narrative:
(B)(4). As the product code is unknown, a 510k number was not able to be identified. A sample and batch review is not required for use error as there is no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint.